Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report. Lot number of the coupling gel was not provided by the customer. Product will not be returned for evaluation purposes.

Event description:
It was reported that a blister appeared by the coupling gel treatment site. The primary physician indicated there was a relationship between the patient's reported symptom and the gel usage.